Event description:
Report 1 of 2. It was reported that bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) c. Tropicalis contamination in blood cultures occurred. The following information was provided by the initial reporter: customer had 3 cases of c. Tropicalis contamination in blood cutlures (non-viable dna) in the last two weeks. What organisms were seen on gram stain? Gram positive cocci on both. No yeast were seen on the gram stain. What organisms grew on culture plate? One culture grew staph. Epi and the other aerococcus. What results were reported to clinicians and was patient treatment affected in response? Originally on the one set, both saphylyococcus epidermidis and c. Tropicalis and the other set only c. Tropicalis plus gram positive cocci in clusters. Both reports contained a warning that the c. Tropicalis was not seen on gram stain and to interpret the results with caution. I would assume the patient was treated for the c. Tropicalis at first, but cannot confirm that. What result did the customer obtain from the bd product? Only the staph. Epi and aerococcus after subculture what result was the customer expecting to obtain (if different from the obtained result) c. Tropicalis on subculture.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention samples and batch history record review results. H3 other text : see h.10.

Event description:
Report 1 of 2. It was reported that bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) c. Tropicalis contamination in blood cultures occurred. The following information was provided by the initial reporter: customer had 3 cases of c. Tropicalis contamination in blood cutlures (non-viable dna) in the last two weeks what organisms were seen on gram stain? Gram positive cocci on both. No yeast were seen on the gram stain what organisms grew on culture plate? One culture grew staph. Epi and the other aerococcus what results were reported to clinicians and was patient treatment affected in response? Originally on the one set, both saphylyococcus epidermidis and c. Tropicalis and the other set only c. Tropicalis plus gram positive cocci in clusters. Both reports contained a warning that the c. Tropicalis was not seen on gram stain and to interpret the results with caution. I would assume the patient was treated for the c. Tropicalis at first, but cannot confirm that. What result did the customer obtain from the bd product? Only the staph. Epi and aerococcus after subculture. What result was the customer expecting to obtain (if different from the obtained result) c. Tropicalis on subculture.